Event description:
St. Jude medical's failure analysis received the reported ipg from the mortician's office as a return for disposal. The date and cause of death are unknown at this time.

Manufacturer narrative:
Evaluation: based on the information provided, the devices were returned after the patient's death. The device was returned in good condition and passed functional testing on the auto-tester. There is no alleged failure of the device to meet specification therefore no further testing is required. It is assumed the device was returned for disposal. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.